Event description:
It was reported that, "locking inserts would not lock into plate inserts, therefore were not used."

Manufacturer narrative:
Device was dispose of by the operating room staff. No eval will be performed. Additional info has been requested and if received will be provided on a supplemental report.